Manufacturer narrative:
A4-a6: unk. H6: device code 1494: off-label use (acd < 3.0mm). Claim #: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens of diopter -6.0/1.5/168 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. The patient experienced excessive vaulting. Intraoperatively the lens was removed and replaced with a shorter length lens and the problem was resolved. The cause of the event was reported as unknown. Reportedly, "the first ticl was implanted vertically, and the second ticl was changed to be implanted horizontally."